Event description:
It was reported that visual dislodgement of the right ventricular (rv) lead was seen on x-ray one day post implant. The r waves had decreased to below the normal range and impedance had dropped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.